Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Material # 305901 batch # 1034106 it was reported by customer that writer prepared mmr-var vaccine using 3ml syringe with an attached 5/8" needle. When writer was administering the vaccine, some vaccine leaked out of the connection hub between the syringe and needle. An unknown amount of vaccine was administered. A second dose of mmr-var was then administered successfully. Rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): on (B)(6) 2024 site name/location: (B)(6) level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: writer prepared mmr-var vaccine using 3ml syringe with an attached 5/8" needle. When writer was administering the vaccine, some vaccine leaked out of the connection hub between the syringe and needle. An unknown amount of vaccine was administered. A second dose of mmr-var was then administered successfully. Impact of incident: patient needed to be poked an additional time due to administration of partial dose the first time. Device name/description: syringe luer lock tip 3ml / needle hypodermic safety 25ga x 5/8 in manufacturer: becton dickinson canada inc manufacturer code/model: 305901 serial or lot number: 1034106 device expiry date (yyyy-mm-dd): unknown supplier: (B)(4) supplier catalogue number: 308-309657 / 308-305901 was the device retained? No

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305901 batch # 1034106 it was reported that the bd safety-lok leaked. The following information was provided by the initial reporter: "writer prepared mmr-var vaccine using 3ml syringe with an attached 5/8" needle. When writer was administering the vaccine, some vaccine leaked out of the connection hub between the syringe and needle. An unknown amount of vaccine was administered. A second dose of mmr-var was then administered successfully." Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): 39900 date of incident (yyyy-mm-dd): 2024-03-27 site name/location: northgate centre level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: writer prepared mmr-var vaccine using 3ml syringe with an attached 5/8" needle. When writer was administering the vaccine, some vaccine leaked out of the connection hub between the syringe and needle. An unknown amount of vaccine was administered. A second dose of mmr-var was then administered successfully. Impact of incident: patient needed to be poked an additional time due to administration of partial dose the first time. Device name/description: syringe luer lock tip 3ml / needle hypodermic safety 25ga x 5/8 in manufacturer: becton dickinson canada inc manufacturer code/model: 305901 serial or lot number: (B)(6) device expiry date (yyyy-mm-dd): unknown supplier: medline canada corporation supplier catalogue number: 308-309657 / 308-305901 was the device retained? No.